Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain as a result of the peritonitis and was treated injection vancomycin (1.5 gram, once in 5 days, route not reported), injection cefepime (1 gram, once daily, route not reported), fortum and reflin (doses, frequencies and routes not reported). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient's antibiotic course was complete. The patient recovered from the peritonitis.